Event description:
It was reported that the patient experienced hyperglycemia associated with one infusion set that fell out during a workout and a replacement infusion set with blood observed in the cannula and suspected insulin pooling/leakage at the infusion site, which resulted in reduced insulin delivery and elevated glucose readings between 343 mg/dl and 413 mg/dl. The patient changed the infusion site to a different abdominal location, administered additional boluses totaling approximately 3 units, increased hydration, and continued glucose monitoring. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.